Event description:
It was reported that the device could not be interrogated prior to implant procedure. It was suspected that the issue was likely due to device exposure to low temperature. Device was not used. No patient was involved in the event.

Manufacturer narrative:
Customer complaint of no telemetry was not confirmed. Device was returned due error message alert being triggered and would not allow further interrogation. Analysis of device image indicated that pre-eri flag was triggered due to exposure to cold temperature and resulted in the error message. The local temperature at site was below freezing temperature at the time. Further testing was performed by clearing the pre-eri flag and all tests results were normal. Longevity assessment was performed based off shipped settings, and device was in the normal range of operation with appropriate remaining longevity.